Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Upon review, it was noted that most of the time the impedance measurements remains in range. No noise was noted on the presenting electrocardiograms. Troubleshooting options were discussed and recommended. Currently, the rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.